Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the distal end of the guide catheter was extensively flattened/ crushed .during functional evaluation, an attempt was made to flush the balloon catheter and blood exited the distal end and the balloon partially inflated. Based on the reported information,the transform balloon was able to deflate during preparation. Balloon was unable to be deflated during the device analysis due to blood and thrombus within the balloon, however it cannot be determined if blood was present within the balloon during the procedure. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the procedure with the balloon catheter, balloon did not deflate. There was no adverse event to the patient.

Manufacturer narrative:
Corrected data: the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the distal end of the guide catheter was extensively flattened/ crushed .during functional evaluation, an attempt was made to flush the balloon catheter and blood exited the distal end and the balloon partially inflated. Based on the reported information,the transform balloon was able to deflate during preparation. Balloon was unable to be deflated during the device analysis due to blood within the balloon, however it cannot be determined if blood was present within the balloon during the procedure. Based on the information provided and investigation results, the reported balloon deflation issue is most likely related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that during the procedure with the balloon catheter, balloon did not deflate. There was no adverse event to the patient.

Event description:
It was reported that during the procedure with the balloon catheter, balloon did not deflate. There was no adverse event to the patient.